Manufacturer narrative:
Citation: xu, p.; kourentzi, k.; willson, r.; hu, h.; deva, a.; campbell, c.; kadin, m. Lateral flow assay to detect carbonic anhydrase ix in seromas of breast implant-associated anaplastic large cell lymphoma. Cancers 2025, 17, 2405. Https://doi.org/10.3390/cancers17142405 the events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late, capsular contracture baker grade unknown additional contact information: peng xu department of pathology, university of virginia, charlottesville, va 22903, USA; px3x@virginia.edu katerina kourentzi william a. Brookshire department of chemical and biomolecular engineering, university of houston, houston, tx 77204, USA; edkourentzi@uh.edu (k.k.) Richard willson william a. Brookshire department of chemical and biomolecular engineering, university of houston, houston, tx 77204, USA; edkourentzi@uh.edu (k.k.) Honghua hu department of plastic and reconstructive surgery, macquarie university, sydney, nsw 2000, australia; helen.hu@mq.edu.au (h.h.) Anand deva department of plastic and reconstructive surgery, macquarie university, sydney, nsw 2000, australia; helen.hu@mq.edu.au (h.h.) Christopher campbell department of plastic surgery, maxillofacial and oral health, university of virginia, charlottesville, va 22903, USA; cac5rb@uvahealth.org.

Event description:
Through journal article "lateral flow assay to detect carbonic anhydrase ix in seromas of breast implant-associated anaplastic large cell lymphoma" healthcare professional reported benign seroma and "most patients with benign seromas had capsular contracture, a non-malignant postoperative complication". The sampling represents 10 patients with some type of unknown allergan device. The devices were explanted. The affected side(s) are unknown.